Manufacturer narrative:
The customer's reports were observed during review of the device forensic memory log. However, the device was put through extensive testing including full functional testing without duplicating the reports. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure - 1472" and "internal comm failure - 1474" messages. Complainant indicated that there was no patient involvement in the reported malfunction.